Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 300 mg/dl. It was reported that the blood glucose was around 300 mg/dl and not going down. The customer was treated with insulin pump. Customer stated that they had power error detected alarm and restarted the insulin pump, but the alarm kept recurring. The customer was advised to disconnect from the pump. The customer was advised to remove the aa battery from the pump and monitor the notification light. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.